Manufacturer narrative:
The initial report was submitted under manufacturer report number 3005094123-2022-00083-01 (B)(4) as manufacturing site with suspect medical device of architect total b-hcg, list 7k78. After further evaluation, the suspect medical device was changed to architect i1000sr I processing module, list 01l86 (B)(4) manufacturing site, which is under this report. During preventive maintenance site visit by abbott field service (fsr), the architect i1000sr, serial number (B)(4) analyzer was inspected. A specific cause(s) was not identified. A review of the analyzer service history identified no contributing factors to the current complaint. The trend review by the product list number found no trends related to this issue. A review of the (B)(4) service history was performed and no additional erratic results pre- or post the current complaint were identified. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of elevated concentration and erratic sample results. Based on the investigation, no product deficiency was identified for architect i1000sr processing module serial number (B)(4).

Event description:
The customer observed false positive architect b-hcg results on two patients. The results provided were: on (B)(6) 2022 sid (B)(6) =1279.31 miu/ml (> or =25.00 miu/ml=positive) /redrawn and repeated same patient sid (B)(6) =< 1.20 miu/ml and < 1.20 miu/ml (< or =5.00 miu/ml=negative) /patient went to another hospital b-hcg=negative (no actual results provided) second patient: sid (B)(6) =5170.77 miu/ml /repeated=<1.20 miu/ml and <1.20 miu/ml /redrawn and repeated same patient=negative (no actual results provided) there was no reported impact to patient management.